Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a guidewire that was not smooth was confirmed; however, the cause is unknown. The microintroducer and guidewire were returned for evaluation. The guidewire was returned partially inserted into the microintroducer and the orange handle of the microintroducer had been unscrewed from the locking collar on the dilator, but the dilator was still inserted into the sheath. The microintroducer was curved to the side but no signs of damage could be seen. The returned guidewire was 35 cm long and the distal 4 cm of the guidewire were kinked and bent in several places. Kinks were also observed 14 cm and 16 cm from the distal tip. A microscopic evaluation showed that the outer wire was still coiled at the location of the kinks, but the coils were dislocated and overlapping one another. In a functional test, the guidewire was passed through the microintroducer. The guidewire passed smoothly until the dilator passed over the kinks where resistance was met; however, the entire length of the guidewire was still able to pass through the introducer. Since the returned guidewire was kinked, the complaint was confirmed, but the exact cause of the deformation could not be determined. A lot history review (lhr) of redw0116 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when performing operations, the nurse found that the guide wire could not be inserted smoothly and revealed that it was not smooth. No other information was provided. 07/27/2021 - the returned sample exhibited multiple kinks/bends.